Event description:
It was reported that insulin pump displayed malfunction alarm malf 12, with no notable events occurring before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared alarm without recurrence, and was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.